Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument does not quite fit together. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. It was not reported if arcing was observed during the procedure. It was not reported visible sparks, smoke, or other signs of abnormal energy discharge. Customer does not know if the issue appeared to be limited to the mechanical function of the instrument, not related to energy delivery. The instrument in question was the only one noted with this issue. No abnormal energy interaction with other instruments or patient anatomy was observed. Standard electrosurgical unit (esu) was used with routine settings and exact values not recorded. No patient injury or adverse event occurred during or after the procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one severely bent grip, causing misalignment of the grip-tips. There was a 0.8mm offset at the tips. Additionally, as a result of the bending, the instrument was found to have a dislodged molded insulator on the jaw. Components adjacent to the dislodged molded insulator do not show damage. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. This issue can be resolved by using an alternate instrument to complete the procedure.